Event description:
It was reported that the root cause of the reported syncope was felt to be related a result of vasovagal syncope. The sudden brady response therapy was deemed appropriate based upon a drop in the heart rate. Programming changes were made to increase the sudden brady response rate change. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this device experienced a syncopal episode and seizure. Review of stored device memory noted no ventricular tachycardia (vt) episodes that corresponded with the symptoms. Further review of stored device memory noted functional undersensing of the patient's qrs activity. It was noted that the patient had a narrow pr interval, which, led to atrial pacing and subsequent sudden brady response therapy. Evidence of atrial pacing at rates of 105-110 paces per minute was observed. The local field representative planned to perform further investigation to determine the root cause of the syncope, seizure and sudden brady response pacing. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.